Manufacturer narrative:
(B)(4). It was reported that during vt ablation procedure, the physician paced the patient thru the carto system and suddenly the body surface ECG signals and ic except for the rva signal went flat line. The procedure was completed without patient's consequences. After follow up with the customer to obtain detailed information of the event, on (B)(4) 2012 it was confirmed that the signals from the carto monitor and ep system disappeared as soon as the physician stimulated the patient via carto system. When the physician stimulated the patient directly via biotronik, the bs ECG's and ic signals were visible on the monitor. Despite the loss of signals were fixed by using a new cable, the lost of signals occurred on both systems (carto and ep recording) simultaneously making this event reportable dating alert date as (B)(6) 2012. Upon receipt, the device was visually inspected and it was observed there was damage on p2 end center pin. The cable failed electrical test due to leakage was identified. Further investigation revealed that the physical damage to the connector contributed to the electrical failure due to potential moisture built up. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.

Event description:
It was reported that during vt ablation procedure, the physician paced the patient thru the carto system and suddenly the body surface ECG signals and ic except for the rva signal went flat line. The procedure was completed without patient's consequences. After follow up with the customer to obtain detailed information of the event, on (B)(6) 2012 it was confirmed that the signals from the carto monitor and ep system disappeared as soon as the physician stimulated the patient via carto system. When the physician stimulated the patient directly via biotronik, the bs ECG's and ic signals were visible on the monitor. Despite the loss of signals were fixed by using a new cable, the lost of signals occurred on both systems (carto and ep recording) simultaneously making this event reportable dating alert date as (B)(6) 2012.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the product analysis investigation is completed. (B)(4).